Manufacturer narrative:
(B)(4). The field service engineer replaced the viewing subsystem board which resolved the problem.

Event description:
The customer states that "the device failed during the examination and indicated digital image processing yet ready." "Now the system no longer starts completely".